Manufacturer narrative:
Additional information: d10, h3, h6 the reported events of inability to interrogate was confirmed. As received, the device had no telemetry communication and no output. The battery was found depleted. Visual inspection revealed a crack on the metal housing case, and subsequent fluid ingress to internal electronics. Test results indicated high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, leading to damage to the case housing. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
The reported events of inability to interrogate was confirmed. As received, the device had no telemetry communication and no output. The device was cut open to enable further testing and battery was found depleted. Visual inspection revealed a crack on the metal housing case along the header attachment area, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. Sem analysis was performed, and its results indicated a manufacturing anomaly may have occurred, which resulted in the embrittlement of the titanium case leading to crack.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The pacemaker was unable to be interrogated. The device was explanted and replaced. The patient was stable.